Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6) 2025, an arthrex subsidiary employee reported via email an issue involving an ar-1934bcf-24 2.4 mm biocomposite suturetak fracture in half. During the procedure, a 2.4 mm suturetak anchor was requested and placed using standard surgical technique, which included drilling with a 2.4 mm bit and implant impaction. Upon insertion, the implant fractured in half at the anchor. It was noted that a previous implant of the same type had been placed without issue. Prior to placement, the implant stem appeared somewhat unstable; however, insertion was still attempted following all recommended steps. A third implant was subsequently placed and functioned correctly. The incident occurred on 7/14/2025 during a collateral ligament reconstruction procedure. Additional information was received on 08/13/2025: all fragments of the ar-1934bcf-24 2.4 mm biocomposite suturetak were retrieved. The case was completed using a replacement ar-1934bcf-24 from lot number 15044246. No procedural delays were reported, and no additional anesthesia was administered.

Manufacturer narrative:
Additional information: g3, h3, h6. Complaint allegation is not confirmed. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. Per dfu-0054-eo - e warnings - 7. Avoid excessive impaction during anchor insertion as this could lead to inserter damage and/or breakage. If insertion resistance is encountered, do not impact harder. Replace the implant and repeat the drilling/insertion process. - g precautions - 5. Insert the anchor with the same orientation as that of the prepared drilled bone hole to avoid damage to the anchor or inserter. The quality of the bone encountered was not specified. The most likely cause of the reported failure can be attributed to user error of the device due to improper bone preparation, misalignment insertion, and/or prying/leveraging of the device during insertion.